Event description:
The manufacturer's representative reported the pt's pump was recently replaced, due to a motor stall. About 6-8 months ago, a rotor study was performed under fluoroscopy which confirmed a motor stall. No pt symptoms/outcome were reported. The drug contained in the pt's pump was fentanyl, however, at the last refill the pump was filled with preservative free saline until the pump could be replaced. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Code